Event description:
According to the facility, "they hooked the patient up to scd machine on (B)(6). The patient developed a dvt and died on (B)(6) as a result."

Manufacturer narrative:
According to the facility, "they hooked the patient up to scd machine on (B)(6). The patient developed a dvt and died on (B)(6) as a result." Per the facility, he got his dvt in ticu and was downgraded on a heparin gtt on (B)(6). He was only on the heparin gtt because of the dvt and its location. He coded 3 times on (B)(6) on the floor and was brought back to ticu, where he passed away on (B)(6). By this time, he was maxed out on multiple pressors." It was found that the sleeves were not inflating. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.